Event description:
A female pt with a history of hyperlipidemia, cardiac arrhythmia, diabetes mellitus, coronary artery disease, myocardial infarction, and hypertension was admitted for carotid artery angiography. She was asymptomatic at the time of admission with a stoke score of 0. Angiography revealed a 90%, 15 mm stenosis in the ostium of the right internal carotid artery (rica). There was mild concentric calcification noted. The arch type was ii and there were 2 acute (90-degree) bends that were not within 5mm of the target site. The vessel was 5.5mm in diameter. An angioguard device with a 6mm basket was advanced beyond the target site and was deployed without difficulty. The lesion was predilated. An 8.0 x 30mm precise stent was deployed at the target without complication. Post stenting stenosis was 0%. Soon after the end of the procedure, the pt experienced a drop in blood pressure and left side drooping of the face and was taken to get a CT. The CT confirmed that the pt did not have mass effect or bleed. The following day, a follow-up CT confirmed ischemic stroke. The pt had a seizure event (secondary to stroke) and was not able to perform nihss 24 hours exam. The following day, the nihss exam was completed and the pt has deficits in 9 out of 13 sections with a total score = 16. The subject is being followed by neurologists, physical and speech therapist, and being treated by the hospital's standard of care for stroke follow-up.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Ischemic strokes are a known complication associated with carotid artery stenting caused by an embolus (debris or blood clot) that forms elsewhere in the body and travels through the bloodstream to the brain). While seizures are not generally anticipated following carotid stent placement, it is likely that the event of stroke led the seizure activity experienced by the pt. Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading ot release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks and pt and vessel factors that may have contributed to this event.